Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3 reference MFR. Report#: 3006705815-2021-00946 reference MFR. Report#: 3006705815-2021-00947.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2021-00946. Reference MFR. Report#: 3006705815-2021-00947. Additional information obtained via follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2021-00946. Reference MFR. Report#: 3006705815-2021-00947. It was reported the patient plans to undergo surgical intervention due to receiving inadequate therapy.